Event description:
It was reported that the patient's right knee was revised due to pain and instability after patient fell and ruptured their pcl. Surgeon felt the original cut was at a slope and resected the tibia to 'flatten it out.' Intra-operatively, damage to the liner was noted posteriorly (surgeon reported this was not implant damage). The baseplate and insert were revised. Rep confirmed that no further information will be released by the hospital or surgeon. Clarification: during revision, surgeon noted damage to the posterior aspect of the insert. Surgeon reported that the damage was not due to the implantation or removal of the implant.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain and instability after patient fell and ruptured their pcl. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.